Manufacturer narrative:
(B)(4). The device passed functional testing but failed electrical testing for earth current leakage. The pneumatic system was tested and found that positive and negative pressures were struggling to build up. An internal inspection was performed and found all connections to be correct and secure. The test article compressor was installed and the pneumatic system was then found to have correct and stable pressures. The grounds of the ac input terminals of the power entry module were tested and found to be up to specification. Visual inspection of the power entry module was performed and found fluid residue inside the power entry module. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported problem was determined to be fluid residue in the power entry module. The device's compressor was to be scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed earth leakage current testing. No additional information is available.